Event description:
It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. This occurrence of peritonitis did not require hospitalization. The treatment for the reported event included intraperitoneal (ip) injection of vancomycin (1gm, frequency not reported) and injection of fortum (1gm, frequency not reported), along with a stat ip injection of reflin (1gm, frequency not reported). The outcome of peritonitis was not reported. Additional information was requested, but is not available at this time.

Manufacturer narrative:
(B)(4). The capd (continuous ambulatory peritoneal dialysis) patient (pt) recovered from the peritonitis prior to death . Therefore, upon further review of this event, the transfer set is no longer considered a suspect product in the patient¿s death.

Manufacturer narrative:
(B)(4): the cause of the peritonitis was that during patient (pt) transfer, the patient¿s transfer set got disconnected at the titanium adaptor. The pt performs continuous ambulatory peritoneal dialysis (capd) and the pt was reported to be ¿well versed¿ in proper aseptic technique¿. On an unreported date, the pt was recovered from the peritonitis. Subsequently on an unreported date in (B)(4) 2013, the pt passed away due to a heart attack. It was not reported if an autopsy was performed. No additional information is available.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). Should additional relevant information become available, a follow up medwatch will be submitted.